Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-00312, 1627487-2023-00313. It was reported that patient experienced diminished/loss of therapy. X-rays showed that three drg leads migrated. No accidents or falls reported. Surgical intervention was undertaken wherein the leads were explanted and replaced. Stimulation restored.